Manufacturer narrative:
Citation: sticchi a, et al. 612 comparison of two self-expandable supra-annular bioprosthesis: a propensity score-matched analysis. European heart journal supplements, volume 23, issue supplement_g, december 2021, suab134.045. Doi: 10.1093/eurheartj/suab134.045. Published: 08 december 2021. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding a comparison of the outcomes between two different self-expandable supra-annular transcatheter aortic valve implantation (tavi) platforms. All data was retrospectively collected from a multi-center registry. Of the 1,426 patients included in the study population (patient demographics not reported), 713 were implanted with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. In the evolut r/pro group, a mortality rate of 9.8% was observed within a medium follow-up of 456 days. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the evolut r/pro group, adverse events included: myocardial infarction, stroke, vascular complications, major bleeding, endocardi tis, sepsis, new left bundle branch block, need for permanent pacemaker implantation, and hospitalization for heart failure. No additional adverse patient effects or product performance issues were reported.